Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of 400s (mg/dl), and 595mg/dl when he arrived at the hospital. The customer reportedly also had diabetic ketoacidosis. The customer was treated at the hospital via manual injections. Tandem's technical support will reach out to the customer's clinical diabetes specialist for additional training for the customer.